Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the customer requested for device to be evaluated under 90 day service warranty. During servicing it was noted that the device had error code 242.4030. There was no reported patient involvement.